Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited intermittent loss of capture. Programming changes were suggested but no intervention was reported. Patient condition was stable.